Event description:
It was reported that the high pressure continues alarming. There was patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Address line 2 "smiths medical japan co., ltd. Metropolitan region" phone number "(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event history log, it was confirmed that there was a record of the occlusion alarm occurring during pump operation. Functional testing could not confirm the customer reported issue. The investigation could not determine the cause of the reported issue because there is no problem with the pump function, and it is not reproducible. Preventively, the downstream occlusion sensor was replaced and re-calibrated.